Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This event will be re-evaluated, as appropriate, if further information becomes available. Additional information regarding the pt outcome has been requested and will be submitted as it becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a propex apex locator provided incorrect measurements; event outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted.